Manufacturer narrative:
An event regarding seating issues involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Examination of the returned device with material analysis engineer indicated that this is not a material integrity issue. -medical records received and evaluation: medical records or x-rays were not provided for analysis. -device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event was not confirmed as the devices were returned damaged. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Rep reported surgery of a total right hip. Liner would not seat properly. Surgeon used spare liner to complete surgery. Surgeon reported it was a faulty liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported surgery of a total right hip. Liner would not seat properly. Surgeon used spare liner to complete surgery. Surgeon reported it was a faulty liner.